Event description:
A ventilator was returned to the manufacturer for foam remediation. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a failure of the device's lcd screen was observed. The lcd screen is not usable. Unable to see data on screen. The device¿s lcd display was replaced to address the issue. Additionally, the lcd backlight cable was replaced as a precaution.